Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 13, 2020 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia and there were no issues noted during spaceoar placement. According to the complainant, during magnetic resonance imaging (MRI), the spaceoar gel was noted to be present in the rectal wall. There were no patient complications reported as a result of this event.